Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0jvrg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had uncomfortable stimulation. The patient had this feeling off and on since implant on (B)(6) 2014, but they ignored it. It felt like a rod was sticking the patient when they lied down in a certain position. When the patient was in the office they had turned stimulation up to 8. Then the patient was in the hospital and it felt too high and they turned it down. The patient was in the hospital from (B)(6) 2015. Now the patient was trying to increase and needed help. The patient's stimulation was on, set on program 4 at 0.0v. The patient tried to check other settings but had poor communication. They did not have success due to the patient programmer needing batteries. The nurse adjusted the programmer on (B)(6) 2015 and the patient's stimulation was good now. The person on the phone tried hard to help the patient and suggested new batteries in the programmer. They were just anxious that they couldn't get to 5. The indication for use for this patient was gastrointestinal/pelvic floor. Refer to (B)(4) for the patient's hospitalization.